Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently while loading the cartridge, insulin was not observed exiting infusion set tubing until additional insulin was loaded. Subsequently, customer's blood glucose (bg) would elevate (200-415 mg/dl). Customer changed out the cartridge and no further issues occurred.